Event description:
It was reported that during follow-up with the patient, it was observed that the lead showed a low pacing percentage. Further follow-up showed the device was not pacing. The polarity was changed to unipolar. The device and lead were explanted. The lead exhibited a crush in the middle section. The patient outcome is reported as "well". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.